Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the actual sample was not received for evaluation. A review of the manufacturing record show the lot was manufactured to specification. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not inflate after the balloon was advanced to the target lesion. The health care professional (hcp) performed a successful predilation of the target lesion. The hcp prepared the lutonix dcb in the normal fashion and removed the balloon protector without issue. The hcp advanced the balloon under negative pressure through a non calcified or tortuous pathway to the target location. After the balloon was removed in its entirety, the hcp noted there was a pinhole in the middle of the balloon. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.